Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported gastrointestinal bleeding could not conclusively be determined through this evaluation. The patient was admitted to the emergency room (ER) due to continuous dark stool. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The hmii IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency department due to continuous dark stool.